Event description:
It was reported that the iLet displayed a lock icon and blue circle, the insulin ran out despite low-insulin alerts being available in the system report, and the pump battery dropped from approximately mid-level to zero, consistent with a premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed an energy storage system problem traced to the battery, aligning with a premature battery discharge. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.